Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The >50% stenosed target lesion was located in the mildly tortuous and calcified vessel. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The device was simply removed, and the procedure was completed using an alternative device. There were no patient complications reported.